Event description:
On (B)(6) 2015 had open-heart surgery to repair mitral valve. The ring used failed, the repair failed. Began having symptoms of chf, swollen feet/ankles, shortness of breath. Had to have a ¿re-do¿ open heart surgery on (B)(6) 2017 to completely replace the mitral valve with a tissue valve. So the ¿date the problem occurred¿ was some months after the repair surgery, but was not confirmed or realized until time of tee on (B)(6) 2017.